Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 608 mg/dl. The customer was experiencing unexplained high glucose for several days. The customer stated that she was throwing up. The customer stated that does not know if the basal rates are correct. Troubleshooting was performed. The time, date, and programming were correct. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime test twice and the insulin did not exit. The customer's mother requested a replacement of the insulin pump. No further information was provided.